Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damaged) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: a review of the pump¿s black box history showed that an unexplained power reboot was observed on (B)(6). Visual inspection revealed that the battery compartment was cracked from the threads to the case seal. The returned battery cap threads were found to be stripped and the cap was not able to be fully secured to the pump. Power reboots occurred with the returned battery cap. A test battery cap was able to be secured to the pump and was used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no power interruptions occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, evaluation revealed that the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.